Manufacturer narrative:
Additional event update with no device returned for evaluation is the reason for this supplemental submission. Additional information provided 11/12/20: the reporter has confirmed that the metal fragment was investigated domestically in japan for reporting to the facility. The fragment was confirmed to not be from the arthrex ar-1915ft. A material analysis result was provided to arthrex. The device has been sent back to the facility and will not be returning to arthrex. No further information was provided to arthrex to indicate what the metal fragment is believed to be from.

Event description:
Additional event update with no device returned for evaluation is the reason for this supplemental submission. Additional information provided 11/12/20: the reporter has confirmed that the metal fragment was investigated domestically in japan for reporting to the facility. The fragment was confirmed to not be from the arthrex ar-1915ft. A material analysis result was provided to arthrex. The device has been sent back to the facility and will not be returning to arthrex. No further information was provided to arthrex to indicate what the metal fragment is believed to be from.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a procedure, a piece of metal was found in the patient's body. The surgeon suspects that it may be a broken fragment of a corkscrew suture anchor, ar-1915ft, that was implanted in a previous surgery. The metal piece was retrieved and will be returned for investigation. The anchor remained in the patient's body. No further details are currently available. Additional information requested. Additional information provided 10/16/2020: the previous surgery was a right elbow ligament repair that took place on (b)(8) 2019. The un-retrieved metal piece was found by x-ray in a follow up visit. The second surgery was performed to remove the fragment.